Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields: d9, h2, h3, and h6 (type of investigation). The device was returned to olympus for inspection, and the customer's complaint was confirmed.

Event description:
It was reported that the endoscope preprocessor accessories had a faulty connector tubing (was broken). The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Additional follow up on the reported issue noted that both claws of the connector were chipped and could not connect to the connector on the cleaning tank side and the pin of the connecting tube was damaged. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. Additionally, the user may have applied stress toward wrong direction which caused the external stress. The instructions for use states the detection methods associated with the event in: preparation and inspection a. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. B. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.